Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported via user facility medwatch (B)(4) that catheter break occurred. The in-stent restenosed target lesion was located at the left anterior descending artery (lad). A guidezilla was selected for use. During the procedure the device was used and removed to image the artery using a unspecified intravascular ultrasound (ivus) catheter. Upon re-introducing the device, it was observed during advancement that the intracoronary portion of the guidezilla has separated from the catheter portion and the removal wire. The fractured system was completely removed via the right radial artery with no damage to the coronary artery. No further patient complications reported.